Event description:
After successful initializing and after inserting needle into the breast and trying to take tissue samples, the cutter of the needle suddenly stopped working. The needle was stuck. After retracting the needle and restarting the procedure, the same happened with the second needle. The procedure was then aborted. No further info is available. There were no reported pt consequences.